Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned in segments, analyzed and the outer insulation had breached metal ion oxidation. It was further noted that the proximal conductor was cut, all conductors were stretched, there was blood/body fluid on all conductors (not obstructed), the outer insulation had cosmetic metal ion oxidation and cosmetic environmental stress cracking, the inner insulation was torn, there was a white substance on the tip electrode, the outer insulation had a cosmetic depression and the lead was stretched.

Event description:
The lead was returned to the manufacturer, analyzed and tested out of specification. No patient complications have been reported as a result of this event.